Manufacturer narrative:
The field service engineer (fse) did not go onsite because the leak was fixed by troubleshooting over the phone. Per conversation with the fse the customer stated that the instrument was only leaking a few drops from the probe. The fse instructed the customer to replace the tubing through pinch valves lv8, lv14 and lv15. The customer verified that the instrument was running without any leaks and passing all controls. Failure mode: the leak was repaired by replacing the tubing through pinch valve lv8, lv14 and lv15. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter ac*t differential hematology analyzer. The customer also indicated that 4c controls were not recovering within range when the leak was noticed. The volume of the leak was about a quarter cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.